Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a microsensor (ID 826631) could not be detected. The event happened during the procedure after the microsensor was implanted and before implantation site closure. Therefore, the physician retrieved the microsensor and stop monitoring. The event led to 10 minutes surgical delay. The icp monitor used was icp express, 220 volt (ID 826635) and cable was icp express cable ( ID 826636).

Event description:
N/a.

Manufacturer narrative:
The microsensor (B)(6) was returned for evaluation. Failure analysis - the issue has been confirmed; catheter material and internal wires cut 5.3cm from sensor, internal wires exposed. The icp express read ¿no transducer detected¿, and no testing was possible. Root cause - the root cause could be determined as a mishandling of the catheter.